Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, no device analysis could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a leak located between tube and injection site at the y. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.